Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with stripped battery cap at coin slot area, broken battery tube threads and cracked reservoir tube.

Event description:
Customer's husband states that customer was not able to remove the battery cap and the top of the battery chamber is damaged. Customer's blood glucose was 400 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.